Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. The customer reported that the insulin pump had condensation inside the screen of the display. The customer also reported that the buttons of the insulin pump were too sensitive and would enter data into the insulin pump while inside the pocket of the customer. The customer further reported unexplained motor errors on the insulin pump. The customer also reported unexplained no delivery alerts from the insulin pump. No additional information is provided.